Manufacturer narrative:
This complaint was reopened in reference to (B)(4). Manufacturing site evaluation: manufacturing and quality control data. The progav® 2.0 was manufactured by a qualified employee in november 2016. Deviations during assembly did not occur. The valve was sterilized by miethke and released for shipment after final inspection. The progav® 2.0 has a normal pressure range of 0 to 20 cmh20. The valve was inspected as article (B)(4). All parameters have been inspected and approved during the manufacturing process. All parameters have been assessed as meeting specifications. Device examination: the progav® 2.0 was returned submerged in an unidentified liquid. Visual inspection: no significant deformations or damage to the valve were detected during the visual inspection except for scratches on the outer housing. Permeability test: a permeability test has shown that the valve was permeable. Adjustment test: the progav® was tested and was adjustable to all specified pressures. Braking force and brake function test: the brake functionality test has shown that the brake function was fully operational, however, the braking force required was not within the given specification. Result: first, a visual inspection of the progav® 2.0 was performed. No significant deformations or damage to the valve were detected except for scratches on the outer housing. Next, the permeability, adjustability, as well as the brake functionally and brake force, of the valve were tested. The valve was permeable and adjustable. Although the brake functionality was fully operational, the measurement of the braking force required was not within the given specification. Finally, the valve was dismantled. A build-up of a substance (likely protein) was observed inside the valve. Based on the investigation, the claim of occlusion was not able to be substantiated; the valve was permeable. However, it is possible that the deposits observed inside the valve may have led to the malfunction. As described in scientific literature, the problem encountered is one of the known, inevitable risks of hydrocephalus (hc)-therapy by shunt implants. Manufacturing defects at the time of release have been excluded. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required.

Event description:
It was reported to miethke that a progav 2.0 with sprung reservoir (part # (B)(4)) was implanted during a procedure performed on (B)(6) 2016. According to the complainant, the valve was suspected of being occluded. The patient underwent a revision procedure on (B)(6) 2017. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: (B)(6), weight: 9 kilograms (kg), height: (B)(6) (cm), gender: unknown.